Event description:
On 01/15/2024, it was reported by an arthrex subsidiary employee via e-mail that an ar-5028p-08 round delta tapered peek interference screw was used in a reconstruction of the anterior cruciate ligament procedure. It was found that the ligament was severed by the anchor during insertion, which caused ligament instability. The procedure was finally completed by using a device from another manufacturer.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. One unpackaged, ar-5028p-08, batch 15048847, was received for investigation. Upon visual evaluation, it was noted that the distal tip of the screw is warped. It was also noted that the max gate vestige was damaged. The length of the screw was measured with caliper ID: 1003729, with an expected length of 1.102±.015 and thus, passing within tolerance at 1.087. While the bone quality encountered during the procedure was described as normal, the most likely cause can be attributed to misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion. Dfu-0111-eo_2; g; precautions; 2-3 states the following: 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 3. Under insertion of the device may leave the proximal end of the implant protruding beyond the cortical bone, which could potentially cause soft tissue irritation and/or pain post-operatively.